Event description:
It was reported that the patient underwent a gynecologic al procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent sling implantation concurrent with cystourethroscopy and suprapubic catheter placement to treat stress urinary incontinence, intrinsic sphincter deficiency and cystitis. Due to recurrent incontinence, dyspareunia and infections the patient underwent mesh removal in (B)(6) 2011. (B)(4).